Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker device exhibited premature battery depletion (pbd). The battery diagnostic data indicated that the power consumption of this device has been increasing during the past year and is expected to continue to increase. A device replacement was recommended. To date, the device remains in service. No adverse patient effects were reported.